Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with an electrosurgical device. The customer reports that at the three day f/u appointment they noticed a thrombus extension into the sfj. The pt was sent for anticoagulation.